Event description:
It was reported that an alert for post-paced t wave oversensing on the ventricular channel was received via merlin.net. Transmission. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.